Manufacturer narrative:
This follow up MDR is created to document the additional product information, corrected event date, and evaluation of the returned device. A titan one touch release pump, reservoir, and two cylinders were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on both pump exhaust tubes and pump inlet tube. No functional abnormalities were noted on any of the returned components. Because the available information did not indicate what factors may have contributed to the reported malfunction, and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
This folow-up was created to document the additional information and conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Additional information received stated the implant would not inflate despite compression of the pump.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump was not working. The device was explanted and another inflatable penile prosthesis was implanted.